Manufacturer narrative:
Block h: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025, for the treatment of hemorrhoid ligation. During the procedure, the ligation bands could not be deployed due to being knotted and twisted together. After successfully deploying two bands, further deployment was not possible. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the device was returned with only four bands attached. Additionally, the handle was not returned. Microscopic inspection was performed and it was observed that one teeth was damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It is possible that the marks on the ligator housing teeth implies that the device might have been used with too much force this caused the teeth to get damaged/bent or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged/bent and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025, for the treatment of hemorrhoid ligation. During the procedure, the ligation bands could not be deployed due to being knotted and twisted together. After successfully deploying two bands, further deployment was not possible. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.